Event description:
It was reported that the patient presented in clinic for routine interrogation, it was found that the patient's implantable cardioverter defibrillator exhibited noise and under-sensing. Programming changes were made. The patient was stable.